Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt went into a local hospital emergency room. The pt was in cardiogenic shock and was intubated. The pt did not wake up from sedation after stabilizing his cardiogenic shock. A cat scan (CT) was performed and a major head bleed was found. It was noted that the pt had been non compliant. The pt was placed on dobutamine, primacor, levophed and intubated. Due to the head bleed, the pump was stopped and pt expired.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.